Manufacturer narrative:
The pump passed the functional testing, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor test and displacement tests. No unexpected insulin flow blocked alarm, motor noise, or drive/motor anomaly was noted during testing. The pump was received with a scratched case, a fading serial number label, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump made a weird noise during rewind, and that it alarmed no delivery during a bolus. The customer's blood glucose reading was 14 mmol/l. The customer stated that he does not trust the insulin pump. The insulin pump was replaced and will be returned for analysis.